Event description:
Customer's son reported an incident of hyperglycemia requiring hospitalization within 24 hours of attempting and being unable to use the aviva system due to error within specifications. Strips not available for return, replacement system sent.